Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urological. According to the reporter: the device jammed on the tissues and the knife blade did not return to its original position. The surgeon had to clip around the area to be able to remove the instrument.